Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the connecscr f/insertion handle (p/n: 03.037.010, lot #: l278492) was returned and received for analysis. No defects were observed with the returned device. Functional test: functional test with a mating device was performed. No defects were observed during functional evaluation. Dimensional inspection: the diameter of the hexagonal assembling part to be 9.28 mm. This is within the specification of 9.3 mm +0.15 mm , -0.05 mm. As per the drawing se_666941 rev. C. Can the complaint condition be replicated? No, the complaint condition cannot be replicated. Complaint confirmed: no, the complaint cannot be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (connecscr f/insertion handle) is not confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part: 03.037.010; lot: l278492; manufacturing site: hägendorf; release to warehouse date: 28.april 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that (B)(6) 2021, it was difficult to remove the connecting screw from the tfna. It was unknown if the procedure completed successfully. There was no patient consequence reported. This complaint involves nine (9) devices. This report is for (1) cannulated connecting screw. This is report 2 of 9 or complaint (B)(4).